Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing and photographic review however, the reported event could not be confirmed. Photographs provided showed wear on the devices, however, device fracture was not identified. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the inserter was identified to be broken prior to use during knee arthroplasty. The instrument could not be used to hold and impact the trial or final implant and an impactor pad and handle were used to complete the procedure. No adverse events were reported as a result of this malfunction.